Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "nipple discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and nipple discharge.

Event description:
Patient reported right side "clear liquid coming out of the nipple." Additionally, patient reported deflation. Device remains implanted.